Event description:
Fuse had blown so that motor that advances the tissue to blade did not function. There is no warning light or indicator to let you know that this occurred. Reporter was unable to cut frozen section when tissue arrived in lab. The event occurred more than a year ago. The surgeon was waiting on the results from the lab. Since the tissue could not be cut, they could not let the surgeon know anything. There is a back-up but it would have to have been coded to be used. Since the defective cryostat did not have an indicator for a blown fuse, they did not have the back-up device ready.